Event description:
It was reported that the pt was implanted in the right ear in 2008. He currently has only 5 active channels in his map due to inadequate loudness growth. It is reported that the pt has always had auditory detection with his cochlear implant sound processor, but poor speech perception performance (last documented in may 2012, 29% on hint sentences). A CT scan was reportedly recently done and showed a full insertion of the sonata standard array. Testing was performed to evaluate the integrity of the implant, which did not reveal any significant intermittencies or fluctuations.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.